Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the clinic on (B)(6) 2020 with active driveline infection. The patient denied any trauma to the driveline site. The vad coordinated reported that he does change his own dressing. The patient was admitted on (B)(6) 2020 and the driveline culture was positive for pseudomonas. The patient was taken to the operating room on (B)(6) 2020 for washout and wound vacuum assisted wound closure placement. Intravenous cefepime for three weeks was started. The patient was deemed stable for discharge on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.